Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose levels. The customer's blood glucose level was 428 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer decline troubleshooting for the high blood glucose levels. Customer reported the serter's buttons were not working properly. The insulin pump will not be returned for analysis.